Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent posterior fusion extension surgery(t11-s1) after falling following previous fusion procedure. Intra-op, during final tightening while the surgeon was breaking off the lateral setscrew of the crosslink, it broke from undesired position. Also tip of the product broke. No fragments of the product remained inside the patient. Another crosslink was used as replacement. No patient complications were reported.

Manufacturer narrative:
Visual, optical, and microscopic examination identified witness mark on the external hex, consistent with final tightening, with shearing along the root of the tooth at the first thread. Optical examination of the internal hex of the set screw did not identify witness marks consistent with secondary torque. Tl hex driver used during tightening not returned for analysis. Unable to determine root cause of tip shear of the boss¿s from the available information." If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.